Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported difficulty removing the protective sheaths could not be replicated as the returned device was not returned in a condition in which the test could be performed. The reported material rupture could not be replicated as the returned device was not returned in a condition in which the test could be performed; however, a proximal seal separation was noted. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion with eccentric plaque in the mid left anterior descending artery (lad) with mild tortuosity. A cutting balloon was used to open up the artery and then pre-dilatation was performed with a 3.0 x 10 mm balloon. The 3.0 x 28 mm implant delivery system was advanced to the lesion, but when starting to inflate the balloon, blood was observed coming into the delivery system, indicating a balloon rupture. The delivery system was removed and a 3.0 x 28 xience prime was used to successfully treat the lesion. It was further reported that there had been some difficulty removing the protective sheath from the 3.0 x 28 mm implant delivery system during preparation of the device. There was no clinically significant delay in the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.